Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set leaked from the tubing during patient infusion. The device contained saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed which identified cut/holes in the tubing. Pressure test and clear passage under water were performed which identified a leak from the damaged tubing. A slide clamp test was performed with no breaking bubbles identified. The reported condition was verified. The cause of the condition was related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.